Event description:
It was reported the customer's insulin pump was malfunctioning. The customer also stated they were previously hospitalized on (B)(6) 2014 for diabetes ketoacidosis. The customer has not been using their insulin pump since their hospitalization. The customer also reported their insulin pump was resetting itself with the message "user setting deleted". It was found the customer received a signal too low alarm and an unexpected restart alarm on their insulin pump. Customer's blood glucose was 319 mg/dl at the time of the call. The customer had treated their blood glucose with a syringe. Customer requested to have their insulin pump replaced due to the alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.